Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4) investigation ongoing.

Event description:
Hamilton medical ag received the following event description: the device alarmed with tf5507. No patient was involved.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1: investigation outcome. Hamilton medical ag received the logfiles of the device for analysis. Upon review of the logfiles, the issue reported by the customer could be confirmed. The device generated tf5507 on the day of the event. It is important to emphasize that no patient was involved at the time the tf5507 occurred. To address the issue, a replacement sensor board was sent to the user. According to the partner, replacement of the sensor board resolved the issue. The device is considered functional, with no further actions required at this time. Hamilton medical ag considers this case close.